Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient's g5 mobile application will not connect to the sensor. No additional patient or event information is available.